Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe needle hub detached and remained in the shield during use on the consumer's pet. The following information was provided by the initial reporter: "needle detaches with the hub remains in the needle shield. He tries to close the cover and tries to re move the shield, hub and needle is remained in the needle shield." "Pet owner uses new syringes each time of pets injection. Visually tests the needle to see if it is straight."

Manufacturer narrative:
Investigation: customer returned one (1) 31g x 8mm, 0.3ml relion insulin syringe in an opened polybag from lot 8351991. Customer reported needle detaches with the hub remains in the needle shield. He tries to close the cover and tries to remove the shield, hub and needle is remained in the needle shield. The returned syringe was examined, and no evidence of needle-hub/shield separation was observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the relion® insulin syringe needle hub detached and remained in the shield during use on the consumer's pet. The following information was provided by the initial reporter: "needle detaches with the hub remains in the needle shield. He tries to close the cover and tries to re move the shield, hub and needle is remained in the needle shield." "Pet owner uses new syringes each time of pets injection. Visually tests the needle to see if it is straight."